Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to pain and osteolysis of the proximal femur. A ceramic head and poly liner were revised to an mdm metal liner, adm/ mdm poly insert, and another ceramic femoral head. Office notes also indicate 'femoral acetabular impingement syndrome'.

Event description:
It was reported that the patient's right hip was revised due to pain and osteolysis of the proximal femur. A ceramic head and poly liner were revised to an mdm metal liner, adm/ mdm poly insert, and another ceramic femoral head. Office notes also indicate 'femoral acetabular impingement syndrome'. *update on 29-mar-2022 based on medical review: "[...] The document consists of office notes [...] An MRI previously performed revealed globular osteolysis with possible pseudo-tumor. His clinical impression was that there was an osteolytic lesion of the proximal femur with pseudo-tumor. [...] This inquiry reports the revision of a total hip replacement about 6 ½ years after implantation due to osteolysis and pseudotumor formation. [...]"

Manufacturer narrative:
Reported event: an event regarding osteolysis and altr involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the revision of a total hip replacement about 6 ½ years after implantation due to osteolysis and pseudotumor formation. I cannot confirm that the revision event took place because I only have office notes recommending revision. Some implants are listed on the grid but it is unclear if they are from the initial primary surgery, or if they are explants. Regarding the possible root cause of osteolysis and pseudotumor, I cannot determine it with certainty. Causes are multifactorial and include implant factors, surgical technique and patient factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to pain, osteolysis and pseudotumor formation whereby the ceramic head and poly liner were revised to an mdm metal liner, adm/ mdm poly insert, and another ceramic femoral head. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.